Event description:
The pt reported his ipg flipped and is laying on a nerve. The pt stated a CT scan was performed and showed the ipg had flipped. The pt requested the sjm representative interrogate his system. The sjm representative is to meet with the pt as the next course of action.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.